Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of transmission revealed that the implantable cardioverter defibrillator exhibited far p wave oversensing. No interventions were performed. The patient was in stable condition.